Event description:
The screw which fixes the offset to the femur is lost (unscrewed), visible at the rx. The patient had to undergo to a revision surgery almost 3 months after primary. The surgeon was not able to locate the screw so he left it in the patient, he then replaced the inlay with a bigger one and placed a new screw in the femur with the correct torque limiter screwdriver." The correct primary date to be reported, is (B)(6) 2019.

Manufacturer narrative:
The screw which fixes the offset to the femur is lost (unscrewed), visible at the rx. The patient had to undergo to a revision surgery almost 3 months after primary. The surgeon was not able to locate the screw so he left it in the patient, he then replaced the inlay with a bigger one and placed a new screw in the femur with the correct torque limiter screwdriver." The correct primary date to be reported, is (B)(6) 2019. Clinical evaluation performed by medacta medical affairs director with correct delta time (primary-revision): 3 months after revision tka in a complex case, the screw holding together the offset and the extension stem is visibly loose and out of its seating. Removal of the screw is of course recommended. An arthroscopic removal would be advisable but it is probably very difficult due to screw position. It is very likely that no further action is required, i.e. That the offset and stem can be left untouched with no consequences, however this cannot be predicted because we can recall no evidence of former similar situations. For the same reason, we are unable to supply a sound proposal as to the causes of the event. In similar situations, the only situation that we have been able to reproduce in order to obtain spontaneous screw back out was insufficient tightening torque, but we cannot exclude other unknown causes.

Manufacturer narrative:
Clinical evaluation: 3 years after revision tka in a complex case, the screw holding together the offset and the extension stem is visibly loos and out of its seating. Removal of the screw is of course highly recommended. An arthroscopic removal would be advisable but it is probably very difficult due to screw position. It is very likely that no further action is required, i.e. That the offset and stem can be left untouched with no consequences, however this cannot be predicted because we can recall no evidence of former similar situations. For the same reason, we are unable to supply a sound proposal as to the causes of the event. In similar situations, the only situation that we have been able to reproduce in order to obtain spontaneous screw back out was insufficient tightening torque, but we cannot exclude other unknown causes. Batch review performed on 20 september 2019. Lot 142939: 25 items manufactured and released on 10-sep-2014. Expiration date: 2019-07-31. No anomalies found related to the problem. To date, 19 items of the same lot have been already sold without any other similar reported event. Other device involved in the event: gmk-revision 02.07.0003 offset connector 3 mm lot. 160317. Batch review performed on 20 september 2019. Lot 160317: 55 items manufactured and released on 04-apr-2016. Expiration date: 2021-03-09. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event.

Event description:
The screw which fixes the offset to the femur is lost (unscrewed), visible at the rx. Revision will be performed (date not planned yet).